Event description:
Boston scientific crm received information that this product was part of a system explant due to a patient infection and device erosion. There was no report of adverse patient effects due to the explant procedure. This lead remained implanted following the explant of the related device.

Manufacturer narrative:
Due to the nature of the issue, no analysis will be conducted if the product is returned. This report will be updated if additional information is received.